Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-dec-2018 with the following findings: a visual inspection of the pump revealed the battery compartment and canister were damaged and shattered. The returned battery cap and a test cap were unable to fit to maintain electrical connection. The pump was not able to power on or be tested due to the condition of the pump. The reported power issue was duplicated due the physical damage.